Event description:
Related manufacturer report number: 2017865-2017-36024. It was reported that there were episodes of noise on the right atrial (ra) and right ventricular (rv) leads. All sensing values were stable and in range and x-ray revealed no damage to the ra and rv leads. The leads were explanted and replaced and the patient was stable.

Manufacturer narrative:
As received, only the distal segment of the lead was returned for evaluation in one piece. Examination revealed an internal abrasion breaching the ring electrode cable and inner coil lumens with abraded cable coating underneath the right ventricular shock coil. The cause of the noise was due to the internal abrasion with abraded ring electrode cable coating. Internal insulation abrasion was also revealed breaching the right ventricular lumen underneath the right ventricular shock coil. The poly tetra fluoro ethylene (ptfe) cable coating was intact in this location. There were also external insulation abrasions breaching the optim sheath distal to the suture sleeve tie impressions consistent with friction to another device or feature of the patient anatomy and consistent with friction to the suture sleeve.